Manufacturer narrative:
The pump was received with a depleted rayovac fusion alkaline battery installed. The pump was received with a broken battery tube spring. The original battery also leaked into the battery compartment and had a corroded battery tube. The pump was not able to make proper contact with the dc power supply/digital multi meter and the battery simulator. We were unable to perform the stop current, run current measurement, off no power alarm or a21 error tests due to the pump not making proper contact with the test equipment and the broken battery tube spring. However, the pump was able to make proper contact with the test battery and was able to power up. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement accuracy and self tests. No under delivery or over delivery anomalies noted. The pump uploaded properly using carelink. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The test p-cap and reservoir locked in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes complications. The caller stated that the customer had the flu for a day or two that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The coroner had stated that the customer's blood glucose level was so high that they could not get a reading on a meter. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.